Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons on insulin pump were not responding and was not able to clear low reservoir alarm. Customer resolved the issue by taking batteries out for four hours, but received a no delivery alarm. Customer's blood glucose was unknown. Customer was not able to troubleshoot for no delivery due to changing set while on the call. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No excessive no delivery alarm during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.